Event description:
The catheter tip was returned to medtronic. The return form indicated "black precipitate noted on catheter holes". Reportedly, the device was explanted and the pt recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.